Manufacturer narrative:
The reported event was confirmed use related as the user did not replace the accessories after 60 days. The root cause of this failure is "user does not follow instructions". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. The failure was caused by the misuse of the product. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: ""replace the canister and tubing for each patient per facility protocol or at least every 60 days, whichever is sooner. If you notice any of the following, replace immediately: canister or tubing has residual urine build-up. Canister or tubing appear cloudy. Canister or tubing appear discolored. Canister becomes cracked. Tubing becomes torn. Purewick¿ external catheter no longer securely connects to collector tubing. Baw0320028 revision 2 also states to "failure to clean and/or replace accessories may affect the performance of the system. The useful life of the collection canister and tubing is 60 days" baw0320028 revision 2 also states to manual cleaning instructions for single user (home care): the collection canister, canister lid, collector tubing, pump tubing, and purewick¿ urine collection system base should be cleaned and disinfected at the time of each use, or at a minimum, daily. The power cord should be cleaned and disinfected at the time of each use, or at a minimum daily. Note: gloves should be worn when handling soiled or dirty accessories. Canister and canister lid. Initial rinse: rinse the canister and lid thoroughly with cool tap water. While rinsing, remove any excess dirt by wiping the canister and lid with disposable low lint wipes. Cleaning: prepare a soapy solution by mixing 1 teaspoon (approximately 5 ml) of dish soap with 1 gallon (approximately 4 l) of cool tap water. Fully submerge canister and lid in the solution. Allow it to sit for a minimum of ten (10) minutes. While submerged, use a soft brush (e.g. Toothbrush) to brush all accessible areas of the canister and lid for a minimum of one (1) minute to remove any visible signs of debris or dirt. Rinse: rinse the canister and the lid thoroughly with cool tap water until there is no visible sign of the cleaning solution. Visual inspection: inspect the canister and the lid to ensure that all debris and dirt have been removed. If there is any sign of debris or dirt, repeat steps above until there is no sign of debris or dirt remaining on the canister and lid. Disinfection: fully submerge the canister and lid in 70% isopropyl alcohol (ipa). Allow it to sit for a minimum of ten (10) minutes. Rinse: rinse the canister and the lid thoroughly with cool tap water. Drying: dry the canister and lid with a clean low lint towel or cloth." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient experienced bacterial infection because they did not know that they had to clean the purewick accessories replacement kit with apple cider vinegar and alcohol. The patient also experienced chronic urinary tract infection. The patient had been using the product for greater than 1 year. It was noted that purewick accessories replacement kit was shipped on (B)(6) 2021. It was unknown what medical intervention was given for bacterial infection and chronic urinary tract infection.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient experienced bacterial infection because they did not know that they had to clean the purewick accessories replacement kit with apple cider vinegar and alcohol. The patient also experienced chronic urinary tract infection. The patient had been using the product for greater than 1 year. It was noted that purewick accessories replacement kit was shipped on 04may2021. It was unknown what medical intervention was given for bacterial infection and chronic urinary tract infection.